Event description:
It was reported that the pump exhibited a post memory flash error. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log identified flash memory post. During the functional testing the reported issue was duplicated. The main board did not operate as intended. Failure is in the flash memory of the main board. The root cause of the issue was unable to be determined. Replaced the main board. Performed power up process, preventative maintenance and all functional tests which passed.